Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that during a crt procedure, the lead was found to pace with phrenic nerve stimulation in the lateral vein. The lead was not implanted and a new lead was implanted instead. The patient was stable.